Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of foreign matter was confirmed by visual inspection. Evaluation of the returned sample revealed that there was a strand of hair inside the burette of the infusion set. A device history record review could not be performed because a lot number was not provided by the customer. The root cause for the issue seen in this complaint is a error in manufacturing during the assembly of the infusion set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv mc 4ss 60dp dehp free contained foreign matter. The following information was provided by the initial reporter: "it appears that in the large chamber there appears to be a hair inside. From looking at the product there is no way for anything to enter the chamber except during the manufacture process.: